Event description:
Procedure: lobectomy. Pt sex: unk. Reportedly, when the device was fired part of the sulu disengaged and it fell into the pt cavity. The piece was immediately retrieved. Additionally, the jaws of device locked to tissue due to malformed staples so the surgeon removed the device by force. This caused 5mm-10mm of damage to the tissue. Bleeding occurred, the amount of which is unk, but the total amount for the procedure was more than 500cc. To fix the tissue damage, the tissue was treated with hand sewing, and the surgical time was extended more than 1 hr.